Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime/ compromised force sensor and displacement test. The pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to confirm excessive no delivery test complaint due to motor error anomaly.

Event description:
The customer reported via phone call that the pump had motor error alarm, motor position encoder error alarm, and no delivery. The blood glucose at the time of the incident was 178 mg/dl. The customer states they were able to clear the no delivery alarm. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer stated there was a motor position encoder error alarm noted in the history. The customer states they were not able to rewind the pump. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.